Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 due to grade 4 cystocele.

Manufacturer narrative:
It was reported that the patient underwent surgical procedures on (B)(6) 2003 and (B)(6) 2009 and mesh was implanted into the patient. Repliform/vesica is referenced, however, no clarifying information is provided. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2003 and (B)(6) 2009 and mesh was implanted into the patient. Repliform/vesica is referenced, however, no clarifying information is provided. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.